Event description:
It was reported that the customer had high blood glucose levels of 152 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. The customer also reported a calibration error alert and sensor error alert from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to clear the alarm from the insulin pump. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump was programmed using a test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the proper value on the display graph. Also, programmed using a test glucose meter; the insulin pump communicated properly and recorded the properly value from glucose meter. No sensor or calibration errors noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.